Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to a loose shell. The shell, liner, and head were revised. Rep confirmed there were no allegations against the revised liner and head, and confirmed that no further information will be released.